Event description:
Per the clinic, the patient experienced a loss of osseointegration; subsequently the device was explanted (date not reported). It is unknown if the patient will be re-implanted with a new device.